Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the station had hardware failure and drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 pocket d5 failed to open. A field service engineer (fse) identified defective rails in half height drawer 2 and replaced. The fse configured the drawer and ensured proper functionality. The customer tested the station and confirmed it was operating. The system functioned as intended after the field service engineer repaired the device.